Event description:
It was reported that the bladder of a multi-rate infusor burst. This occurred during filling of the device with an unknown narcotic. The burst was noted when the device was disassembled. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Correction: (during evaluation of the returned device, a ruptured bladder was discovered. The rupture was not reported by the customer). Additional information: (the lot was manufactured from 03/15/2013 to 03/18/2013). Visual inspection also noted that the device had been disassembled. The cause of the rupture was determined to be an external force applied to the reservoir by the hospital staff when they disassembled the device to access the pain killer medication in the reservoir. Should additional relevant information become available, a supplemental report will be submitted. This report is for the same device as (B)(4).

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection of the device noted a ruptured reservoir. The reservoir was microscopically examined and markings were observed on the interior surface of the reservoir near the rupture line. This confirmed the reported condition. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.